Event description:
The jaws of the device don't open. Then the surgeon pulled the device softly, and bleeding occurred, but it was immediately stopped. The surgeon then opened another device and continued the operation with no further reported problems. Procedure: unk.